Event description:
On (b)(6) 2026, a patient underwent a stent placement procedure using a Fluency Plus Vascular Stent Graft. It was reported that during the procedure, the clear plastic knob located on the back of the Tuohy became loose and disconnected. Additionally, it was reported that it was more difficult to deploy the stent. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.